Manufacturer narrative:
(B)(4). This complaint was given the problem code as overprime - leak out of patient line was not confirmed. The cause was undetermined. A labeling review found the patient at home guide to be adequate for potential use/user error related to this incident.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center to report an issue of overprime leak in patient line, which occurred on home choice (hc) cassette during use. The baxter technical representative (tsr) had the home patient (hp) check the patient line. The hp stated that she had two extension lines connected to the patient line. The tsr had the hp stop, down arrow one time, and press "enter". The tsr assisted the hp to reprime the patient line. The hp stated that a little bit of fluid came out of the patient line.the patient line primed okay. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.